Event description:
The customer's mother called to report that the customer was hospitalized for low bgs. Troubleshooting was performed. Teh customer stated that a cde tested the pump and found that it took extra time to prime. A replacement pump was requested.